Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/ alarm will not function. The key failure is the operator valve has 3 watts. Additional malfunction identified on the irs is no alarm from the power switch (aka on/off switch).

Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.